Event description:
A revision for a left total hip replacement was performed at the end of the case the team observed two quarter inch darkened discoloration areas below the patient's umbilicus. This may be related to the above machine where the current exit.